Event description:
The customer reported that a pt suffered a serious injury (pt coded).

Manufacturer narrative:
(B)(4). The customer reported that a pt suffered a serious injury (pt coded), and based purely on the report of a serious injury where philips monitoring equipment was in use, we will report this incident. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.